Event description:
Crd_1002 - expand g4 phase 1 and phase 2 study patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr). One mitraclip was successfully implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2023, the patient expired while at home. There was no known recurrent regurgitation. Reportedly, additional details are not available. There was no malfunction reported.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the limited information available, a cause for the reported death cannot be determined. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.